Event description:
An end user reported an issue with a bioflo chronic dialysis catheter 15.5f 28cm single valve sheath vascpak kit. During a procedure, the physician was trying to place the device in the patient and experienced issues with the introducer and the white plastic transition piece, from the tunneler to the catheter. The introducer sheath buckled; therefore, another same device was opened. This part of the device, from the second kit, broke into a few pieces inside the patient; however, the physician was able to fish them out and then use a third kit to place the catheter. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident.